Event description:
Device malfunction: air introduced during retrieval catheter introduction. Symptoms/ae: unknown. Time of ae: during the procedure. It was reported that during an interventional coronary procedure, the emboshield filter was placed in a saphenous vein graft site. When the emboshield retrieval catheter was introduced into the 8 fr guide catheter, an air embolism was seen exiting the end of the guide catheter. No adverse patient sequela or intervention was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(Air entered vessel when retrieval catheter was introduced) - use in saphenous graft site. The customer reported the device will not be returning. The lot number was not identified; therefore, a device history record review could not be performed.